Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted with the reset; the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reoccurs, which the customer acknowledged and understood.